Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The anesthesia system was investigated by the hospital staff. It was found that the patient cassette locking device was unsecured. There was no need to replace any part. The system device logs were received for evaluation. The evaluation of the received logs show that a successful system checkout was performed in the morning on the date of event. The evaluation of the log shows that there were no issues with the treatment during the first 40 minutes, then, two alarms for fico2 high were generated and the co2 absorber was bypassed. After the co2 absorber had been bypassed, alarms indicating leakage were generated. The anesthesia system was switched between manual ventilation and automatic ventilation several times but the alarms indicating leakage were continued to be generated. The co2 absorber was locked in place 40 minutes later. No alarms indicating leakage were generated after co2 absorber had been locked in place. After ten minutes, the co2 absorber was bypassed again and alarm for patient cassette disconnected and alarms indicating leakage were generated. The system was shutdown and restarted, and treatment was started without performing a new system checkout or leakage check. The co2 absorber was locked in place. A few alarms for respiratory rate high were generated but no other alarms indicating a leakage. The treatment continued for about two hours until the treatment was ended, and the system set to standby. Evaluation of the logs can confirm alarms indicating a leakage and one alarm for patient cassette disconnected. The alarms for leakage started after the co2 absorber had been bypassed. The patient cassette locking device is placed behind the co2 absorber. Most probably, the patient cassette locking device (that was discovered to be unsecured) initially secured the patient cassette enough when the co2 absorber was locked in place and pressed against the locking device and when the co2 absorber was bypassed, the patient cassette became loose. Our conclusion is that the reported issue with the anesthesia system failing to ventilate was due to the unsecured patient cassette causing a leakage. We have not been able to establish when the patient became unsecured. The patient cassette is removable to be able to be cleaned. To remove the patient cassette, the patient cassette lid must be opened, the co2 absorber is removed, the locking device below the patient cassette (behind the co2 absorber) is unlocked and thereafter, the patient cassette can be removed. Installation of the patient cassette is performed in reverse order. The patient cassette, if correct secured after installation, cannot become loose by itself. Most probable, the user by mistake forgot to secure the patient cassette after installation.

Event description:
It was reported that the anesthesia system failed to ventilate. There was no patient harm.manufacturer's reference #: (B)(4).